Event description:
It was reported that the target areas were located in the proximal to mid left anterior descending artery (lad) and the 1st diagonal (d1). On (B)(6) 2013, pre-dilatation was performed and a xience prime 2.5 x 15 mm stent was implanted in d1 at 16 atmospheres (atm). Then a xience prime 3.5 x 18 mm stent was implanted in the proximal to mid lad, via stent crush technique, at 18atm. On (B)(6) 2013, in-stent restenosis of the xience prime 2.5 x 15 mm stent was noted. Percutaneous coronary intervention (pci) was performed for treatment of the restenosis. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported patient effects of restenosis is listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.